Event description:
An (B)(6) male patient's son contacted zoll customer support to report that the battery charger was not charging the patient's batteries. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge batteries) has been confirmed. Upon evaluation, there was contamination on the pca board inside the battery charger. The cause of the inability to charge the batteries is the contamination on the pca board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated battery charger. The patient received a replacement battery charger.